Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported through regulatory agency "silicone gel perspiration". Later healthcare professional reported "leakage of silicone gel and the implant is yellow". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported events gel bleed was received on may 26, 2026, with lot number 1307788. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - gel bleed: not observed since the shell barrier can be observed through microscopic inspection. None of the other observations performed during the device analysis (opening and non penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.1., d.2a., d.2b., d.4., d.9., h.2., h.3., h.4., h.6.

Event description:
Healthcare professional reported through regulatory agency "silicone gel perspiration". Later healthcare professional reported "leakage of silicone gel and the implant is yellow". This record is for the left side. The device was explanted.